Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent caesarean section on (B)(6) 2014 and suture was used. As the surgeon was closing, the filament detached inadvertently from the needle without excessive force being used. There was no delay and the procedure was completed successfully. There was no adverse patient consequence.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.